Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their two upper front teeth are chipped and they are getting worse. They had gone for a cleaning at their dentist in which they had a conversation about their chipped teeth. The dentist took 3d images and said that misalignment was causing the teeth to hit which resulted in the chipping. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.